Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant (tsvwh10) and mount were returned for investigation. Visual evaluation of the as returned products identified fragment of the mount inside the implant. Additionally, the implant was severely damaged possibly due to the removal process. Functional testing could not be performed since the devices were fractured. No pre-existing conditions were noted on the per. The implant was being placed at tooth #38 (fdi) when the incident occurred. X-ray or picture images were not provided. Document reviewed: instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/19. Instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: warnings, precautions and breakage (pages 1 & 2). Per the applicable IFU, it is stated that improper technique can cause device failure. DHR review for the lot (63882323) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (63882323) for similar events and no other complaint was identified. September post market trending was reviewed and there were no actionable trends or corrective actions for the reported event or devices. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that during implant surgery, the mount fractured inside the implant. Another implant was placed to complete the surgery.